Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01316, 1627487-2020-01317, 1627487-2020-01318, 1627487-2020-01319, 1627487-2020-01320. It was reported that patient scs system was explanted due to patient experiencing discomfort pain and burning sensation due to stimulation. That is all the information available at this time.